Manufacturer narrative:
No product failure. A medtronic legacy rod on the patient¿s left side at t12-l1 had broken .the depuy synthes spine cocr rod/viper cortical fix construct was completely in tact, stable and fused. Doctor decided to remove the entire construct (t3-ilium). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon called patient back to the operating room after she presented with a broken rod depicted in a CT. Construct consisted of medtronic legacy from t3-l1, and viper cortical fix from l2-ilium. The 2 systems were connected by expedium double, side-by-side connectors. A medtronic legacy rod on the patient¿s left side at t12-l1 had broken . The depuy synthes spine cocr rod/viper cortical fix construct was completely in tact, stable and fused. Doctor decided to remove the entire construct (t3-ilium).